Event description:
While prepping the pt, anesthesiologist expressed concerns about increasing etco2 levels, possible malignant hyperthermia. Malignant hyperthermia cart immediately brought in. Etco2 went from 30% to 50%. No temperature elevation noted. Foley cath draining yellow urine. Pt given 8 vials of dantrolene. Istat labs drawn sicu called report, cooling blanket. Per intensivist: except for hypercarbia, pt has no tachycardia, no muscle rigidity and no hyperthermia, and the cpk levels were normal. Suspicion for malignant hyperthermia is very less at this point. Believed upon further investigation, this may have been caused by the sodasorb filter turning to violet, then back to white without color change being noted.